Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose was 133 mg/dl. Customer stated that his sensor was giving incorrect readings and was alarming sensor and calibration error. Nothing further was reported.